Event description:
According to the reporter, during a laparoscopic cholecystectomy under general anesthesia, when dividing the cystic artery, the clip broke, but it did not fall into the patient's cavity. A new ligation clip was used to ligate the cystic artery again. The surgical treatment was delayed but not more than 30 minutes. Postoperatively, patient care was strengthened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.